Manufacturer narrative:
Initial reporter: - medical examiner.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Date of death was missing from the initial report. The date of death was (B)(6) 2018. The event date should have been (B)(6) 2018 rather than (B)(6) 2018. (B)(6).

Manufacturer narrative:
A partial lead was returned in one piece measuring 19.7/ 65.6/ 33.7 cm (outer insulation/ stretched outer coil/ inner insulation) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.